Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. In-clinic evaluation found that surgical intervention was necessary. This device was explanted and replaced with a new ipp. No patient complications were reported.